Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage on the main gasket consistent with tampering. The device's main board was replaced to remedy the problem. The device was repaired and returned to the customer.